Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noise resulting in an automated mode switch episode was observed through a remote merlin.net transmission. No patient symptoms were reported. No intervention was reported.